Manufacturer narrative:
The device was returned to vygon on (B)(6) 2010. Results of the investigation are pending and will be sent in a follow up MDR.

Event description:
When monitoring pt receiving a chemotherapy drug, taxol, via gravity drip, it was noted that the drug was dripping from the blue vent of the tubing 30 minutes into the infusion. Tubing was changed and infusion was completed as intended. No harm was done to the pt or clinician.